Event description:
Customer reported an issue with high blood glucose levels, which were displayed as "high" without a specific numerical value. The customer took corrective actions by administering a correction injection via mdi and correction boluses. Technical support guided the customer through a supplies check, identifying a user error during the loading process as the cause of the issue. The customer was educated on removing air gaps and bubbles from the cartridge and tubing to prevent similar problems, and they resumed insulin delivery. No issues were found with the infusion set or t:lock connection.